Manufacturer narrative:
This follow-up is being done to confirm that the reported event was not caused by an arthrex device. This event was initially indicated as probably not related to the implanted device and the surgeon confirmed that the patient passed after the surgery had been successfully completed and had no relation to the arthroplasty procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, a notification was received indicating that a severe complication occurred that resulted in the death of a patient listed on the shoulder arthroplasty registry. This event was initially indicated as probably not related to the implanted device and the surgeon confirmed that the patient passed after the surgery had been successfully completed and had no relation to the arthroplasty procedure.